Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, a patient experienced a pneumothorax. The physician stated that the event was not due to the ion product. According to the physician, a needle biopsy caused the pneumothorax and the physician believes that the event would have occurred with other modalities due to the location of the nodule. The physician explained that the nodule was close to a fissure. A chest x-ray confirmed the pneumothorax. The size of the pneumothorax was described as ¿moderate.¿ the patient complained of shortness of breath. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized for 2 days due to the event and was discharged to home.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: the patient developed a moderate-sized pneumothorax after undergoing an ion endoluminal lung biopsy procedure. As a result, a chest tube was placed to resolve the pneumothorax and the patient required a 2-day hospital stay. Although the physician does not believe that the event was due to the ion product, it is unknown as to what extent the ion system may have contributed to the complication. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.